Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic colectomy, it was noticed that the clip was unformed midway through usage, and the use was stopped. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4: batch # z70091. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er320 device revealed that a clip remained loaded in the jaws, with no visible signs of damage to the instrument. The clip was removed to allow a detailed inspection of the jaws, which showed no evidence of damage or abnormalities. The tyvek packaging was also returned with the device. The instrument was subsequently evaluated for functional performance. To replicate the reported issue, the device was cycled through its normal operating sequence. During testing, the device successfully fed, retained, and formed the remaining twelve (12) clips as intended, with no malfunctions observed. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch z70091 number, and no non-conformances were identified.